Event description:
It was reported that the battery lasted less than expected. It was also reported that the right ventricular (rv) lead showed high thresholds. The device was removed and replaced. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).